Event description:
The patient has a history of intracranial bleed from several years ago. The patient underwent a ventriculoperitoneal (vp) shunt replacement approximately two months ago. The patient came to the hospital twice with complaints of a headache, nausea and vomiting with reprogramming of shunt, but previous symptoms re-occurred so the patient was taken to operating room (or) for a replacement. Prior to the replacement, the shunt was irrigated and the runoff seemed to be sufficient so it was deduced that valve must have been malfunctioning and the shunt was replaced.